Manufacturer narrative:
This report is being submitted as follow up no. 2 to update if the device was evaluated by MFR, and provide the completed investigation results. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon dimensional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon dimensional testing of the returned sample. One 8fr angio-seal sts plus device was returned for evaluation. The device was returned with the plastic bag, carrier tube, and bypass tube. The poly-foil pouch was not returned for analysis. Visual inspection revealed that the bypass tube was completely detached from the main body of the carrier tube assembly and the anchor was exposed. No other visual anomalies were noted with the returned components. The inner diameter of the bypass tube at the distal end was measured and found to be 0.108" which met manufacture specification. The outer diameter of the bypass tube head at the proximal end was measured and found to be 0.315" which met manufacture. All measurements were within the manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Past complaint history has shown that if the polyfoil pouch is not opened completely per the IFU then the bypass tube can dislodge. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was detached when the angio-seal device was attempted to be inserted into the insertion sheath. The tip of the device was found to be torn longitudinally. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used and another angio-seal device from a different lot was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a cag (coronary artery graft). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There was no blood loss. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.